Event description:
It was reported that there was a broken timing linkage on this bed resulting in the siderail not locking properly into position.

Manufacturer narrative:
Result: siderail timing link.